Event description:
It was reported that during a gastrectomy procedure, when the surgeon held the lever of the device, he felt that it was too hard to return it to the original position. Another device was used to complete the case. No pt consequences were reported.

Manufacturer narrative:
Date sent: 07/18/2007. Information anticipated, but unavailable at this time.